Event description:
It was observed that during the device evaluation, that the rigid video laparoscope exhibited the outer tube is scratched, sharp edges and the outer tube have a dent. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is scratched and therefore has sharp edges, and the outer tube has a dent. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.